Event description:
The caller states that a portion of the distal tip of the instrument broke off into the body while being manipulated during an arthroscopic procedure. The fragment was easily retrieved, and the repair was successfully concluded without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.